Manufacturer narrative:
Corrected fields are b3 date of event, h6 type of investigation and h11 event summary. Updated fields are b4, g3, g6, h2. The b3 date of event and g3 aware date were incorrectly submitted in the initial report (mfg report number 224972320250005207). The correct date of event and aware date were july032023. The user called on july032023 and provided troubleshooting. The esp personnel spoke with the oncoming nurse who had limited information regarding the incident the nurse stated that the pump failed to fill once however (B)(6) was able to press the fill key again and successfully resume pumping the nurse confirmed that there was no blood present in the helium tubing and that all connections were secure the patient remained stable.

Event description:
N/a.

Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: d10-concommitant, e1- event site telephone. Updated fields b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusions) and h11. Event summary: it was reported by the (B)(6) through the emergency support program esp that during use the cs300 intra aortic balloon pump iabp an autofill failure alarm occurred. There was patient involvement; however, no adverse event reported esp personnel spoke with the oncoming nurse who had limited information regarding the incident. The nurse stated that the pump failed to fill once; however, (B)(6) was able to press the fill key again and successfully resume pumping. The nurse confirmed that there was no blood present in the helium tubing and that all connections were secure. The patient remained stable. Root cause evaluation: based on the information provided by the emergency support program (esp) personnel, the issue was resolved by pressing the fill key. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Event description:
N/a.